Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer consistently fails. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer consistently fails. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was consistently failed. A field service engineer found that the half height cubie drawers 2-1 and 2-2 required maintenance due to repeated failures. Replaced the drawer controller board for drawer 2-1. However, all devices including drawers in main, auxiliary, auxiliary tower door, and rm were not detected. Isolated the drawers, disabled the wireless adapter, and verified all devices were functioning properly after testing and customer verified. The system functioned as intended after the field service engineer repaired the device.